Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps (fbf) conductor wire was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Additionally, follow-up was performed with the customer and it was confirmed that there was no effect on the patient relating to this case.

Event description:
Refer to h11 for follow-up information.